Event description:
The following was reported to hamilton medical ag: hospital staff noticed that when the c1 was switched on, technical event: (B)(4)' and self test failed' were displayed on the screen and the alarm kept sounding, so they asked local staff to repair the c1. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).